Manufacturer narrative:
(B)(4). Approximately four months after the inappropriate shock was delivered, this device and electrode were explanted and replaced with a new s-ICD system. It was reported the system was positioned more optimally based on technical services recommendations. Defibrillation threshold (dft) testing was successful, with an improved shock impedance measurement of 113 ohms and a time to therapy of 13 seconds. The explanted products were not going to be returned to boston scientific; no analysis or warranty credit were requested.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored one untreated episode in (B)(6) 2016. Now, the patient received one inappropriate shock due to oversensing. The qrs amplitude was very small. The vector was programmed to secondary at the time of the shock, so it was reprogrammed to primary. Troubleshooting was performed with patient movement. The amplitude remained consistent and good; there was some noise with movement, but it was correctly marked. However, an evaluation of the shock impedance measurements from induction at the time of implant and from this inappropriate shock found the shock impedance measurements were very high, with values of 146 ohms and 151 ohms at induction and 178 ohms at the inappropriate shock. The values were high, but not yet out of range. Based on the x-rays provided and shock impedance measurements, technical services recommended to reposition the electrode, as it was too superficial. A superficial electrode may compromise stability. Potential electrode movements may create artifacts and/or abrupt changes in amplitude in the s-ECG signal. The deepness of the coil is one of the most important factors to improve the shock impedance value and ensure appropriate vt/vf conversion. It was also noted that the device placement was a bit lower than expected. The actual battery status for this device was 19% remaining until elective replacement indicator (eri). For the moment, the device remains programmed in the primary vector as acceptable sensing was observed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) approximately four months after the inappropriate shock was delivered, this device and electrode were explanted and replaced with a new s-ICD system. It was reported the system was positioned more optimally based on technical services recommendations. Defibrillation threshold (dft) testing was successful, with an improved shock impedance measurement of 113 ohms and a time to therapy of 13 seconds. The explanted products were not going to be returned to boston scientific; no analysis or warranty credit were requested. The device was later returned. Upon receipt, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored one untreated episode in (B)(6) 2016. Now, the patient received one inappropriate shock due to oversensing. The qrs amplitude was very small. The vector was programmed to secondary at the time of the shock, so it was reprogrammed to primary. Troubleshooting was performed with patient movement. The amplitude remained consistent and good; there was some noise with movement, but it was correctly marked. However, an evaluation of the shock impedance measurements from induction at the time of implant and from this inappropriate shock found the shock impedance measurements were very high, with values of 146 ohms and 151 ohms at induction and 178 ohms at the inappropriate shock. The values were high, but not yet out of range. Based on the x-rays provided and shock impedance measurements, technical services recommended to reposition the electrode, as it was too superficial. A superficial electrode may compromise stability. Potential electrode movements may create artifacts and/or abrupt changes in amplitude in the s-ECG signal. The deepness of the coil is one of the most important factors to improve the shock impedance value and ensure appropriate vt/vf conversion. It was also noted that the device placement was a bit lower than expected. The actual battery status for this device was 19% remaining until elective replacement indicator (eri). For the moment, the device remains programmed in the primary vector as acceptable sensing was observed. No adverse patient effects were reported.